Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV (intravenous) connector would not flow. This was further described as ¿unable to clear cap of blood after multiple attempts of push/pause flushing¿. This issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.